Event description:
It was reported that the patient showed signs of urethral perforation which led to the removal of the artificial urinary sphincter (aus) months ago. A new aus system was implanted in (B)(6) 2019. No further complications were reported in relation to this event. The product was explanted and not expected to be returned. Should additional information be received, a supplemental report will be filed.